Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative reported that the keyboard was not working on the imaging system the parts were replaced to resolve the reported issue. The imaging system then passed the system checkout and was found to be fully functional.

Event description:
Medtronic received information regarding an imaging system. It was reported during a preventative maintenance that the keyboard was not working. No patient was present at the time of the event.